Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the hose was cut and the device failed the noise and speed tests. The device was repaired and returned to customer on (B)(4) 2013.

Event description:
Customer reported the device hose was broken and needed replacement. This is report 1 of 1 for #(B)(4).